Manufacturer narrative:
Other than initially assumed it was found during the course of the investigation that it is not possible to exclude a serious injury in case of recurrence. The investigation was based on the provided information and photos. The ac3000 mox swivel arm is mounted to the ac3000 ceiling bearing with a retaining ring, which in turn is fixed by three screws to secure the retaining ring being firmly attached to the stud of the flange tube of the ceiling bearing. As one screw was missing and two screws of the three retaining screws were found partly damaged and deformed, it is assumed that the ceiling bearing system was mounted inadequately during the initial installation with only two screws and not fixed properly. During use improper handling can create forces which can endorse the seen deformation of the screws. Based on the provided information it can be derived that a combination of rough user (movement against end stop) handling with previous improper installation measures led to the reported event. It can be assumed that after loosening of retaining ring and corresponding gap formation, the extension arm has still jammed on the flange tube due to the ratio of arm length and lever forces, thus preventing the extension arm from further sagging. The two damaged retaining screws and the retaining ring were located above the bottom cover plate and prevented from falling down. If the arm system is correctly and completely installed, all load limitations (spring arm, display support) are observed and the system is handled properly according to the associated use instructions, the damage/loss of the retaining screws and thus the loosening of the retaining ring can be assessed as unlikely. One similar report is known.

Event description:
When the ac3000 arm connected to the swivel arm goes up & down it creates a jerk the three screws which connects the bearing to the l arm,the two screws got bend & the bearing has slipped , we have replaced with the new screws fit the bearing back & made functional.